Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; no failure found. Fiber card analysis: the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; no failure found. Probable root cause: based on the device analysis, there is no failure found with the returned product.

Event description:
It was reported that during a bph surgical procedure at 0 joule and 0 minute the fiber was "opened but not used" because "the doctor could not get a scope into the patient". An alternate procedure (turp) was used to complete the case. Patient outcome: "ok". No harm to the patient reported.